Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a attempted left atrial appendage occlusion device placement, a pericardial effusion occurred. After a successful transseptal procedure utilizing ice visualization with the viewflex catheter, the patient was heparinized and the catheter was placed into the left atrium and used concurrently with transesophageal echocardiography (tee) to identify left atrial structures as well as measure the dimensions of the left atrial appendage. During this process, the patient became hypotensive and a pericardial effusion was noted on both ice and tee. A pericardiocentesis was performed and a anticoagulation was reversed. In addition, a pericardial window was performed. The patient became normotensive, drains were then placed and the patient was transferred to the ccu with stable blood pressure.